Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system displayed a collimator error. To restore functionality, electrical components were lubricated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the collimator was rebooting the system and it was giving an error message. No patient was present at the time of the event.